Manufacturer narrative:
The device was past its life expectancy and showed signs of extreme wear. The surgeon reported that the patient was reported have some post surgery inflammation.

Event description:
During istent revision surgery the surgeon attempted to remove the stent with the grasper when the blade broke off causing minor damage to the trabecular meshwork which resulted in inflammation.